Manufacturer narrative:
Additional mdrs associated with this event:MDR 3025141-2015-00016: plate,MDR 3025141-2015-00017: screw 1,MDR 3025141-2015-00018: screw 2,MDR 3025141-2015-00019: screw 3,MDR 3025141-2015-00020: screw 4,MDR 3025141-2015-00022: screw 6.

Event description:
A clavicle plate broke post operatively; the plate and six screws were explanted and replaced with another plate and screws.